Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the rn initiated a secondary levofloxacin antibiotic infusion at 0900 to infuse via gravity. At 2330 the antibiotic was found hanging on the IV pole and had not infused. Upon observation it was found that the antibiotic was piggybacked into the primary IV bag, that was below the IV pump, with the primary IV bag hanging level to the antibiotic infusion bag. The secondary infusion was set at an unregulated infusion rate as there was no pcu or pump module infusing the secondary infusion. A bd employee provided the customer tip sheets, educational videos, hands-on training tasks and how to program a secondary infusion instruction while using the alaris pump, as well as, offered a clinical practice consultant site visit in which the customer has not responded. There was no report of patient harm.

Manufacturer narrative:
Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the rn initiated a secondary levofloxacin antibiotic infusion at 0900 to infuse via gravity for an adult patient. At 2330 the antibiotic was found hanging on the IV pole and had not infused. Upon observation it was found that the antibiotic was piggybacked into the primary IV bag, that was below the IV pump, with the primary IV bag hanging level to the antibiotic infusion bag. The secondary infusion was set at an unregulated infusion rate as there was no pcu or pump module infusing the secondary infusion. A bd employee provided the customer tip sheets, educational videos, hands-on training tasks and how to program a secondary infusion instruction while using the alaris pump, as well as, offered a clinical practice consultant site visit in which the customer has not responded. There was no patient harm.